Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included body mass index high, multigravida, parity 2 ((B)(6) 2001, (B)(6) 2008), asthma, ankle operation, pregnancy with contraceptive device (2010) and miscarriage (2010). Concomitant products included duloxetine hydrochloride (cymbalta), gabapentin, hydrochlorothiazide, indapamide (apadex), paracetamol (tylenol), phenazopyridine hydrochloride (azo-standard), quetiapine fumarate (seroquel), salbutamol (albuterol) and sertraline hydrochloride (zoloft). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ severe bleeding: use of multiple feminine products: stacks of pads"). In 2010, the patient experienced hair growth abnormal ("hormonal changes: hair growth on body") and mood altered ("hormonal changes: changes in mood"). In 2014, the patient experienced migraine ("migraine"). In 2017, the patient experienced nocturia ("frequency in urination; sometimes 3 times in the middle if the night") and hypertension ("blood or heart disorder/condition type: high blood pressure,"). In 2018, the patient experienced neuralgia ("neurological conditions or problems type: nerve pain"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury "), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal . Discharge"), alopecia ("hair loss"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), nausea ("nausea"), visual impairment ("vision/eye problems type: vision became worse"), fungal infection ("yeast infection"), pelvic discomfort ("discomfort"), adverse drug reaction ("side effects' toll on health") and abortion spontaneous ("miscarriage") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, genital haemorrhage, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, alopecia, vaginal haemorrhage, menorrhagia, bipolar disorder, depression, anxiety, bladder disorder, urinary tract disorder, nocturia, migraine, hypertension, nausea, neuralgia, visual impairment, hair growth abnormal, mood altered, fungal infection, pelvic discomfort, adverse drug reaction, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adverse drug reaction, alopecia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, hair growth abnormal, hypertension, menorrhagia, metrorrhagia, migraine, mood altered, nausea, neuralgia, nocturia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2009. Date(s) of insertion: (B)(6) 2008 (discrepancy noted). Patient experienced another pregnancy episode in 2010 which is captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Ultrasound scan vagina - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure start date updated. Other relevant history and lab data updated. Events: pregnancy, miscarriage, device ineffective, abnormal bleeding vaginal, menorrhagia/ severe bleeding: use of multiple feminine products: stacks of pads, psychological or psychiatric problems condition: bipolar disorder, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, bladder problem, urinary tract problem, frequency in urination; sometimes 3 times in the middle if the night, migraine, blood or heart disorder/condition type: high blood pressure, nausea, neurological conditions or problems type: nerve pain, vision/eye problems type: vision became worse, hormonal changes: hair growth on body, hormonal changes: changes in mood, yeast infection, discomfort, side effects' toll on health were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.